Event description:
Unable to confirm consistent atrial capture and a possible atrial sensing issue on current egm. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).